Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 122 mg/dl at the time of admission. The customer was given fluids to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had walked a lot and was dehydrated on the day of the incident. The insulin pump will not be returned for analysis.